Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) for the imaging system was replaced. While testing the imaging system, the representative noted that the geocal file was corrupt and a new file was loaded onto the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system powered down immediately after being disconnected from a known operational wall outlet. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.